Event description:
It was reported that the device reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated and the time of recommended replacement time (rrt) was on (B)(4) 2012 with the device rrt less than or equal to 2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012 and there were 2 patient alerts for low battery voltage on (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated and the time of recommended replacement time (rrt) was on (B)(6) 2012, with the device rrt less than or equal to 2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012, and there were 2 patient alerts for low battery voltage on (B)(6) 2012. Subsequently, the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This device is part of the field action and has tested consistent with the field action.